Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. The customer troubleshot with technical support. The customer was advised to use updated service manual for testing.

Event description:
It was reported that the ventilator was failing pressure testing. There was no patient involvement. Event date not specified: estimate used.